Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged high bg's and low bg's, exposure to moisture, missing segments/partial display, and blank display found on 13-feb-2022. Pump received with flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment. Unable to perform displacement test, rewind test, prime/seating test, force sensor test, occlusion test, sleep current, active current, and self test due to flashing medtronic logo. Unable to download pump history and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly motor and force sensor. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, corroded battery tube, battery tube threads - cracked, and label damage. Unable to verify high bg's and low bg's. Blank display not confirmed. Missing segments/partial display not confirmed. Flashing medtronic logo was confirmed due to moisture damage on all electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 30 mg/dl at the time of incident. Customer had treated low blood glucose with food. Customer reported insulin pump had flashing display and stopped working. Customer reported insulin pump got wet. Customer reported they were not using insulin pump and their blood glucose was 442 mg/dl. Customer declined troubleshooting. It was unknown whether auto mode feature was active during reported low blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.